Event description:
It was reported by the customer that a pyxis medbank system produced burning smell from the cabinet, like wires burning. The cabinet was then unplugged. Tsc spoke with customer, who stated new medbank is already in use, and she is waiting for the old medbank to be picked up, along with the power supply that was shipped. She said she has called pharmerica several times, with no response. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-may-2021 to 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell is due to the damaged power supply which required replacement. The field service engineer replaced the power supply to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's power supply failed and required replacement. The power supply was replaced to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system did not power on and produced visible smoke. There were no adverse events or injuries reported based on this incident.